Event description:
It was reported that the patient presented in clinic for follow-up. During in clinic testing, the pacemaker was exhibiting failure to capture and the patient felt a shock like sensation. No changes or intervention were reported. There were no patient consequences.